Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/08/2015 with the following findings: evaluation revealed that the returned battery/cartridge caps were used during investigation. The battery cap and compartment are undamaged and able to fit securely. The pump powers up with auditory and vibration but the display remains blank upon start up. Vibration function is operational, unable to duplicate (intermittent vibration) complaint.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a audio tone/vibration (intermittent vibration) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.